Event description:
On (B)(6) 2016, a reporter for the lay user/patient (patient¿s son) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 was displaying an error 4 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged issue first began around (B)(6) 2016 and that it has been ongoing since. The patient manages her diabetes with self-adjusted insulin (fast acting, adjusted between 12-16 units throughout the day). The reporter advised that 2-3 weeks prior to contacting lfs, the subject device had been continually displaying an error 4 message and that the patient was unable to obtain a blood glucose reading. In response to the alleged issue, the reporter advised that ¿on a few days¿ during the 2 weeks prior to contacting lfs, he administered an increased dose of insulin to the patient; injecting 16 units of ¿fast acting¿ insulin. The reporter advised that on the occasions in which he increased the patient¿s insulin, the patient later developed symptoms of ¿cold sweats, blurred vision and almost fainted¿. The reporter advised that he ¿recognized¿ the symptoms to be those indicative of a low blood glucose excursion and treated the patient with sugar and food. The reporter reportedly tested the patient¿s blood glucose on another device (unknown brand) and obtained a blood glucose reading of ¿50 mg/dl¿. During troubleshooting, the csr noted that at the time the alleged issue first began, the subject meter was being used for the first time. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The reporter was unable or unwilling to confirm whether the test strip completely drew in the sample. He was also unable or unwilling to walk through a retest and the issue remained unresolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.